Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000090r, serial/lot #: (B)(4), patient age, dob, sex, & weight: patient information unavailable from site. Outcomes attributed to adverse event: the site canceled the use of navigation and imaging. Device evaluated by manufacturer?: onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Functional testing determined that unable to confirm reported complaint."the monitor is black." Os and o-arm application 3.1.7 loaded successfully. Bios(time and date good.) Visual inspection confirm damage mvs housing; missing a piece from the top and power supply fans making noise. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the monitor was black. The monitor power button was confirmed to be in the correct position and reseating the dvi cable did not resolve the issue. The site canceled the case as a result of this issue. There was no impact on patient outcome correlated with this event.

Manufacturer narrative:
B1, b5: additional information received from a manufacturer representative reported that the site aborted navigation and completed t he case without it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the monitor was black. The monitor power button was confirmed to be in the correct position and reseating the dvi cable did not resolve the issue. The site aborted navigation and completed the case without it. There was no impact on patient outcome correlated with this event and there was no delay over an hour.